Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra coil pusher assembly. The pusher assembly was fractured approximately 42.0 cm from the proximal end, and kinked in multiple locations, including the immediate area around the fracture. The embolization coil was detached from the pusher assembly. Conclusion: evaluation of the returned penumbra coil revealed it was kinked and fractured, and the embolization coil was detached from the pusher assembly. The kink and fracture damage may have occurred due to forceful advancement of the coil against resistance. Fracture of the pusher assembly may allow the pull wire to retract out of the distal detachment tip (ddt), which will allow the embolization coil to detach. Since the coil was fractured and detached, it could not be functionally tested for advancement through a microcatheter. The root cause of the initial resistance experienced during the procedure could not be determined. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coils. During the procedure, while attempting to advance a coil through a non-penumbra microcatheter, the physician experienced resistance and subsequently, the coil pusher assembly became kinked; therefore, it was removed. The procedure was completed using additional penumbra coils and the same microcatheter. There was no report of an adverse effect to the patient.